Event description:
It was reported that the balloon became stuck on the guide extension catheter and the guide extension catheter shaft detached. A 6fr guidezilla ii guide extension catheter and a 3.0mm x 220mm x 150cm coyote balloon catheter were selected for use for a pain old balloon angioplasty (poba) procedure. Vascular access was obtained with contralateral approach. The 100% stenosed target lesion was located in the moderately tortuous and moderately calcified superficial femoral artery. The guidezilla was protruding from the guide catheter over 15cm during the procedure. Poba was performed using the coyote balloon catheter, inflating the balloon twice at 8atm. After poba, the balloon could not be removed from the guidezilla. Upon trying to remove the guidezilla, the shaft became detached at the collar. The physician thought the balloon may not have been rewrapped fully or properly, causing the balloon to become stuck with the guidezilla shaft. The separated distal shaft was then removed with the coyote together. The balloon was did not appear to be ruptured. The procedure was completed with another of the same device. No patient serious injury nor complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a guidezilla ii guide extension catheter with a coyote balloon catheter inside the device. The collar, distal shaft and tip was microscopically and visually inspected. The two devices where slightly pulled, and they separated with ease. Visual inspection revealed that the collar and ptfe is separated from the proximal section of the device. The proximal section of the device did not return for product analysis. The missing parts are the handle, hypotube, and proximal section of the collar. Microscopic inspection revealed no additional damages. There was blood present in the device. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that the balloon became stuck on the guide extension catheter and the guide extension catheter shaft detached. A 6fr guidezilla ii guide extension catheter and a 3.0mm x 220mm x 150cm coyote balloon catheter were selected for use for a plain old balloon angioplasty (poba) procedure. Vascular access was obtained with contralateral approach. The 100% stenosed target lesion was located in the moderately tortuous and moderately calcified superficial femoral artery. The guidezilla was protruding from the guide catheter over 15cm during the procedure. Poba was performed using the coyote balloon catheter, inflating the balloon twice at 8atm. After poba, the balloon could not be removed from the guidezilla. Upon trying to remove the guidezilla, the shaft became detached at the collar. The physician thought the balloon may not have been rewrapped fully or properly, causing the balloon to become stuck with the guidezilla shaft. The separated distal shaft was then removed with the coyote together. The balloon was did not appear to be ruptured. The procedure was completed with another of the same device. No patient serious injury nor complications were reported and the patient's status was good.